Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00602. It was reported that shaft break occurred. Vascular access was obtained via an antegrade approach. The 90% stenosed target lesion was in the mildly calcified below the knee/right popliteal area. During preparation, a 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ was selected. Strong resistance was encountered when attempting to remove the balloon protector. Visual inspection of the device revealed no issue. The balloon protector was pulled again and the shaft separated at the hypotube. The device was exchanged for a 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ catheter and the same issue occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The inner diameter of the balloon protector was measured and the device met specification. A visual examination revealed that the midshaft was broken at the guidewire exit port and it was noted that the midshaft was stretched at either side of the break point. The hypotube was kinked at several locations along its length. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation; the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00602. It was reported that shaft break occurred. Vascular access was obtained via an antegrade approach. The 90% stenosed target lesion was in the mildly calcified below the knee/right popliteal area. During preparation, a 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ was selected. Strong resistance was encountered when attempting to remove the balloon protector. Visual inspection of the device revealed no issue. The balloon protector was pulled again and the shaft separated at the hypotube. The device was exchanged for a 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ catheter and the same issue occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.